Manufacturer narrative:
Event 4: this report has been identified as b. Braun medical internal report number (B)(4). As confirmed by the user facility, no samples are available for evaluation. The investigation is ongoing at this time. A follow-up report will be submitted when the results of the investigation become available. This report represents one (1) of the five (5) incidents. The other four (4) incidents were reported via 9614279-2018-00147 (event 1), 9614279-2018-00148 (event 2), 9614279-2018-00149 (event 3), 9614279-2018-00151 (event 5).

Event description:
Event 4: as reported by the user facility: there have been five (5) incidents of leakage occurring at the back of the filter. All incidents were with paclitaxel. No injuries were reported.

Manufacturer narrative:
Event 4: this report has been identified as b. Braun medical internal report number (B)(4). Five (5) used samples without packaging were returned for evaluation. All samples were leakage tested, per specification, with failing results. Leakage was observed through the air vent holes of the 0.2 micron air eliminating filter on all five samples. Therefore, the reported defect was confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. In addition, all retain samples were visually and functionally tested, per specification, with passing results. The defective filters and all available information were forwarded to the manufacturer for further evaluation. Per the manufacturer`s response, the vent had a saturated appearance. The manufacturer further observed that all vents were properly located with no appearance of mechanical damage and the housing of the filter had no physical or mechanical damage. The batch records were reviewed and there were no findings or non-conformances related to the reported vent leak issue. All in-process tests for vent integrity exceeded the required specification of no leaks. At this time no root cause could be determined. With no signs of mechanical damage to the filter housing or the vent surface, it is likely that exposures downstream from filter assembly contributed to the vent leak issue. It should be noted that lower surface tension fluids used over a long period of time can saturate the vent and can potentially result in leaks. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted. This report represents one (1) of the six (6) incidents. The other five (5) incidents were reported via 9614279-2018-00147 (event 1), 9614279-2018-00148 (event 2), 9614279-2018-00149 (event 3), 9614279-2018-00151 (event 5), 9614279-2018-00132 (event 6)